Event description:
The hospital reported that during an endoscopic vein harvesting procedure, four of the hemopro 2 stopped working. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Refer to mw #'s 2242352-2011-01675, 2242352-2011-01676, and 2242352-2011-01678. The product is not returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).